Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Date of event: month and day unknown. Only year (2019) is known. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, there was a primary packaging defect. No harm to the patient, a new device was used. Additional information was provided that there was an intra-op defective packaging / blister, therefore unsterile. Sterility of the product was no longer guaranteed. The patient did not get hurt.

Manufacturer narrative:
(B)(4). Batch # r5a167. Device analysis: the analysis results found that a tx30g device was returned inside its package opened. Upon visual inspection, it was noted that the tyvek was delaminated and a piece was adhered to the seal after it was removed from the blister. Possible causes of tyvek delamination are tyvek quality, seal strength, or opening technique; however, no conclusion could be reached as to what may have caused this condition. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device batch r5a167 number, and no non-conformances were identified.